Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a crack found in the tube after centrifugation. There was no report of leakage. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-apr-2024. Investigation summary : bd japan received a sample and attached three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for damaged tube was observed. A crack was present at the bottom of the tube. Additionally, thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was a crack found in the tube after centrifugation. There was no report of leakage. There were no health consequences or impacts reported.